Manufacturer narrative:
Investigation summary: DHR review disclosed the following: lot: 8141915; was built/packaged on afa line 12 from 24may18 through 27may18. All other challenge, set-up and in process samples were performed per quality control plan and all passed per specifications. There were no indications of the alleged defect. Unit: received one 22ga bd insyte autoguard bc IV catheter unit within an undamaged opened package from lot: 8141915. All components were present with the needle/hub assembly fully retracted within the safety shield (barrel). Photos: two photos were provided for evaluation of this incident. Photo revealed a similar unit to that of the returned unit, this photo revealed the unit with the protective needle cover and catheter/adapter assembly disconnected from the barrel. Photo revealed the tip of the catheter tubing which shown to have a white fm present. Visual/microscopic evaluation: unit: visual observation revealed there was white fm present at the tip of the catheter tubing. Microscopic evaluation confirmed the fm was identified to be non-foreign (porous plug shaving residual) which was introduced during the manufacturing process. No other damage was observed. Photos: the non-foreign (porous plug shaving residual) seen on the returned unit was also seen in the provided photos. Confirmation of the defect of foreign matter, was conclusive based on the observations of the unit and photos provided for this incident. Relationship of device to the reported incident: manufacturing - the characteristics of the fm (non-foreign/porous plug residual); was evidence to confirm and support manufacturing process related issues for the reported defect; as the non-foreign was introduced during the manufacturing process.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced foreign matter contamination.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard bc shielded IV catheter experienced foreign matter contamination.